Event description:
It was reported that the conductor link extruded through the ear canal. The audio processor was working and the implant was functional. The pt underwent a revision surgery on (B)(6) 2011 where the conductor link was accidentally cut. The pt was re-implanted during the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.